Manufacturer narrative:
The external visual inspection of the device revealed a dented bottom cover. The photographic imaging inspection revealed a dislodged electrical component. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The open device visual inspection revealed cracks in the hybrid and disturbed wire bonds at electrical components analog chip and shorted wire bonds at the analog chip. The scanning electrode microscopy revealed cracked conductive epoxy at the feed thru pin connections. The impedance measurements across these connection did not reveal any increased impedance. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with a dent bottom cover, a dislodged electrical component, multiple cracks along the hybrid, and shorted and distributed wire bonds. A CAPA was initiated. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The company was informed that the recipient reportedly could not achieve lock with the newly implanted device at initial activation. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.